Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aneurysm had a very long and tight distal bifurcation. It was reported that the aneurysm sac was protected with a sheath by advancing it into the contralateral gate. The guidewire reportedly wrapped twice around the ipsilateral limb, which would likely have caused the contralateral limb to be twisted if it were deployed. The physician also had to reposition the guidewire, during which he lost access to the contralateral gate. After access with the guidewire and sheath were lost to the contralateral gate, the gate failed to expand due to the tight distal bifurcation. It was reported that the physician successfully implanted a 26 mm diameter x 3.75 cm length aneurx aortic extension cuff to occlude the ipsilateral limb and a femoral-femoral bypass was successfully performed. No additional sequelae were reported and the patient is reported to be fine.